Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab rupture". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " iab rupture". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "ruptured iab" is not able to be confirmed. The product was not returned for investigation.no serial number/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.